Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("left essure coil was distally placed") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menometrorrhagia and chronic cervicitis. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("chronic pelvic pain"), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstraul bleeding"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed on (B)(6) 2020.). At the time of the report, none of the events had resolved. The reporter considered abdominal pain, back pain, device dislocation, discomfort, heavy menstrual bleeding and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2020: mr received: essure removal date added. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coil was distally placed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis and menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstraul bleeding"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed on (B)(6) 2020.). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, discomfort, heavy menstrual bleeding, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, device dislocation, discomfort, heavy menstrual bleeding and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.